Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted incisional hernia tapp surgical procedure, the mega suturecut nd instrument was found to have a cable failure. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no issues were noted with the grip¿s opening/closing, yaw, or pitch motion. The wire condition is unknown as the instrument was sent to intuitive. No fragments fell into the patient¿s body. The issue was identified during the procedure. There was no patient injury, and the issue was resolved by replacing the instrument.